Manufacturer narrative:
The device in question, an .038" x 80 cm j-tip guide wire, is one component of the procedure kit. Because the actual device involved in the incident was not returned, and the lot number was not identified, merit is unable to perform a f/u investigation. This is an unusual event, however, merit will continue to monitor events of this type to ensure that no increasing trends occur.

Event description:
The hospital reported that when the clinician attempted to remove the guide wire from the catheter, it stuck inside the catheter. The clinician pulled both the guide wire and the catheter out together and started over. Ther was no reported short-term or permanent impairment as a result of this incident.